Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle clogged during priming. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not have the box, she stated that she took the needles out of the boxes and saved the ones that she had the issue with, the needles are nano pro. Consumer also stated that she had the same issue for almost one year with different boxes but does not have any of the lot or product numbers.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd pen needle clogged during priming. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not have the box, she stated that she took the needles out of the boxes and saved the ones that she had the issue with, the needles are nano pro. Consumer also stated that she had the same issue for almost one year with different boxes but does not have any of the lot or product numbers.